Event description:
It was reported that the patient experienced less than 50% therapy relief as the patient had chronic left foot pain. The patient¿s began to have more pain for a few months and did not respond to dose increases. A catheter dye study was performed and it was noted that the catheter¿s distal segment had migrated/dislodged out of the intrathecal space. It was unknown if the issue was resolved or what had caused this issue. The patient was placed on minimum rate until the catheter revision was completed. This procedure was to be scheduled. The patient¿s status at the time of the report was alive, no injury. This device system delivered dilaudid and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further noted that the patient had not yet been scheduled for a revision at this time. The patient continues to be at minimum rate. No further information pertaining the patient status was available at this time.

Event description:
The cause of the catheter migration was not determined and the revision had not been scheduled yet. The patient was set at minimum rate and was not receiving effective therapy. Further, there was no plan to revise the catheter until after the first of the year; still not scheduled.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2011; product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8590-1, lot # n276995, implanted: (B)(6) 2011, product type accessory. (B)(4).